Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting increased impedance measurements on the right atrial (ra), right ventricular (rv) and left ventricular (lv) transvenous leads. It was also reported that the integrity of the rv portion of the device header was in question. It was reported that the ra and lv leads were found to be fractured. The rv lead was tested with a competitive system analyzer and the readings were within normal range. The rv lead was left in service. The ra lead was surgically capped and the lv lead and crt-d were explanted and returned for analysis. The crt-d, ra and lv leads were successfully replaced with competitive products. No adverse patient symptoms were reported.